Event description:
Manufacturer's rep reported the hcp is explanting the pump due to no infusion. No rotor study done. Pt was hospitalized recently for a cardiac condition and rep is unsure if device was turned off during that time.